Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital on (B)(6) 2021 complaining of a "thumping" sensation due to their pacemaker system. Upon interrogation, it was discovered that the patient's right ventricular lead impedance was high and out of range. Programming changes were made on (B)(6) 2021 which resolved the "thumping" sensation on the patient. No further intervention was reported. The patient was stable throughout.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information notes that the patient's right ventricular lead was capped and replaced on (B)(6)2021. The patient was stable before, during, and after the procedure.